Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract the needle) or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 385 mg/dl and that the needle never retracted.